Manufacturer narrative:
Mansat et al. "Experience with the coonrad-morrey total elbow arthroplasty: 78 consecutive total elbow arthroplasties reviewed with an average 5 years of follow-up.¿ j shoulder elbow surg (2013) 22:1461-1468. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. The following could not be completed with the limited information provided. Age or date of birth ¿ ni, weight ¿ ni, date of death - ni, date of event - ni, expiration date - ni, date implanted - ni, date explanted - ni, (B)(6). Manufacture date - ni.

Event description:
It is reported that thirteen patients died following total elbow arthroplasty due to unknown reasons. The devices were reported to be well-functioning at time of last follow-up and the deaths were also reported to be unrelated to device failure.